Event description:
Patient was using contact lens solution renu with moisture loc by bausch & lomb. Patient's left eye became painful and light sensitive. She went to the emergency room and then to our ophthalmology office. Patient began with what looked like corneal infiltrates and a corneal abrasion. Further follow up and cultures determined that the patient ended up with fungal keratitis -fusarium- in her left eye.